Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during removal of the device, it was noted that the shaft was fractured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of 117.4cm of the hypotube and shaft of a quantum maverick balloon catheter, the hub was not received for analysis. The shaft, hypotube, and bonds were microscopically and visually examined. There is tip damage. There are numerous hypotube kinks. The hypotube shaft was completely separated 117.4cm from the distal tip and the hub was not returned for analysis. The hypotube fracture surface is ovaled and torn, which suggests the device was kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during removal of the device, it was noted that the shaft was fractured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.